Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was sample leakage. The following information was provided by the initial reporter and translated to english. The customer stated: "the nurse collected the patient's blood. When using the yellow-headed tube, the solvent in the yellow-headed tube was found to leak out. The yellow-headed tube was replaced immediately and the blood was collected without adverse consequences."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'leakage' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was sample leakage. The following information was provided by the initial reporter and translated to english. The customer stated: "the nurse collected the patient's blood. When using the yellow-headed tube, the solvent in the yellow-headed tube was found to leak out. The yellow-headed tube was replaced immediately and the blood was collected without adverse consequences."